Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the validation code was not working because of using an incorrect code. A technical support specialist confirmed that issued was resolved after using the right code provided by the pharmacy. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be medbank twr mn 7hh-1hm-3fm.

Event description:
It was reported when using the pyxis medbank system, validation code was not working. The customer stated that there was no harm or delay in patient care reported as the pharmacy was able to send medications. The needed medication is oxycodone 5mg. There were no adverse events or injuries reported based on this event.